Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level at the time was 250 mg/dl. Two hours prior to the call, the customer had performed a set change and was told that there was active insulin in the pump, but to wait before using it. Customer was not in agreement with that. He treated by completing a set change and by bolusing. On the phone, the customer stated he was experiencing a headache and sounded lethargic. Earlier, the customer was advised on several occasions to go to the emergency room or health care provider office for further detail. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.